Manufacturer narrative:
Results and conclusion codes updated to reflect analysis findings. Additional code added to method section. One sample from lot hx8255 was received and evaluated. A leak was verified at the inlet port of the heat exchanger. Product lot number was produced prior to implementation of corrective action. End of report.

Manufacturer narrative:
No information was provided. No staff or patient injury occurred. The customer reported two lot #'s, hw8255 and hw8284 , were associated with this reported incident. Lot # hw8284 was manufactured on dec 11, 2018 with an expiration date of dec 11, 2021. Reporter's occupation was not provided. The sample has not been received by 3m st. Paul, mn for evaluation. 3m was unable to verify the leak location and the identify the root cause without the sample. Based on the problem reported, the alleged leak in fluid warming bag from lot hw8284 is potentially a bubble trap leak. The sample is needed to fully determine to root cause. The alleged leak in fluid warming bag from lot hw8255 appears to potentially be a heat exchanger leak. This lot was produced prior to the implementation of the improvement project. Rf tooling frame die flatness improvement project implementation was completed on (B)(6) 2019. 3m will continue to monitor.

Event description:
A hospital employee alleged two 3m¿ ranger¿ high flow disposable sets (model 24365) leaked saline fluid during priming on (B)(6) 2019. The sets were reportedly primed to gravity. One set reportedly leaked saline from the bubble trap. The second set reportedly leaked saline near the tubing insertion into the cassette. No patient or staff injury was alleged.